Event description:
It was reported to philips that during a cranial aneurysm embolization procedure, the system¿s monitors went dark. The procedure was resumed after a delay exceeding 20 minutes. When reporting the event, the customer indicated that any potential harm to the patient could not yet be determined. Philips has started an investigation of this complaint.